Event description:
Pt sustained a segmental radial shaft fracture on 6/11/99. She initially underwent medullary rodding with residual malunion of a distal fracture site. She underwent correction of the malunion on 8/26/99 with iliac crest bone graft and intenal fixation. On presentation today (10/27/99) it is found that the plate has boken and there is now significant malunion. She does have pain to any rom of the wrist.